Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device, the complaint could not be confirmed, and the probable cause could not be determined from the available information. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "bullet was not seated in device after deployment. Unable to locate bullet. May have lodged into shaft of device. Rep present during use of device." No patient injury or consequence reported.